Manufacturer narrative:
Date of event estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain patient¿s weight, physician information and device information. Further information was requested but not received.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable an patient lost therapy. Surgical intervention may be pending to address the issue

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.